Event description:
Patient was having a poem (peroral endoscopic myotomy) procedure. The instinct hemoclips were being used to close the incision. The first clip was attempted to deploy and clipped onto the incision but did not come loose from the wire. Unsuccessful attempts by surgeon to remove the clip. Rep from company contacted to advise how to get the clip loose from the wire. The clip had to be pulled from the incision site being clipped taking a piece of tissue along with it.